Event description:
A case report was retrieved from the literature through post market surveillance activities. The case involved a pt with a medical history of colorectal cancer diagnosed in 2001. Pt underwent systemic chemotherapy and subsequently developed lung metastases which were resected in 2002. Further systemic chemotherapy was then performed in 2002 and again in 2004 due to development of recurrent bi-lateral pulmonary nodules. These led to left chest wall resection with a portion of the lung. In 2007 a large paravertebral mass was identified and treatment with chemoembolization and radiation therapy planned of spinal colorectal metastases. The pt underwent planned treatment with lc bead loaded with 60mg irinotecan of t7, t8 and t9 intercostal arteries. Embolization of the t-9 artery was only partial due to vasospasm. Two weeks later the pt returned for the second planned chemoembolization of the t9 intercostal artery, however, angiography identified a pseudoaneurysm of the t-8 intercostal artery. This was treated with coils with uneventful outcome. Postembolization imaging demonstrated a decrease in size of the spinal metastasis from 6.6 cm x6.2 cm on preprocedure CT to 5.5 cm x 5.2 cm on postprocedure CT. The author suggested the possibility that like doxorubicin, irinotecan may compromise the vascular endothelium thereby increasing the risk of developing an aneurysm. The development of a pseudoaneurysm in the t8 intercostal artery secondary to traumatic vessel injury occurring during catheterization cannot be completely excluded. The cannulation, however, appeared atraumatic.

Manufacturer narrative:
Article reference: natanel jourabchi et al "intercostal artery pseudoaneurysm formation after irinotecan transarterial chemoembolization of a spinal metastasis from colorectal cancer," case reports in radiology, vol 2012, article ID 146540, 5 pages, 2012. Doi: 10.1155/2012/146540. The device was never sent to the MFR for evaluation biocompatibles has medically reviewed this case. While the cause proposed by the authors cannot be completely ruled out, it is much more likely that the pseudoaneurysm event was related to the angiographic procedure itself and not to the irinotecan-loaded lc beads, vascular wall damage is not a complication noted in the irinotecan label. On the other hand, it has long been recognized that the most common causes of pseudoaneurysm is arterial catheterization or penetration trauma. Postcatheterization pseudoaneurysm is one of the most common vascular complications of peripheral angiographic procedures. The incidence of this complication after diagnostic craterization ranges from 0.05% to 2%, and when peripheral intervention is performed, the incidence increases to 2% to 6%.2-7. Pseudoaneurysm has not been reported as a complication of irinotecan head therapy of colored during the initial procedure. This is an add'l risk factor for pseudoaneurysm formation. Therefore, in summary, biocompatibles is reporting this event since it is impossible to rule out that it was a complication of chemoembolization with lc beads, but believe it is far more likely that the event was a complication of angiography itself rather than the drug loaded beads.